Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the alert 50 screen and the customer was unable to clear it. During troubleshooting, the customer was able to clear the notification and resume insulin delivery. The customer¿s blood glucose was 298mg/dl.